Event description:
It was reported that the patient presented to the hospital for a scheduled dual chamber pacemaker changeout procedure. During the procedure, the right atrial (ra) lead could not be implanted. The physician elected not to implant the ra lead and the patient remained using the single chamber pacemaker. The patient was recovering post-procedure.

Manufacturer narrative:
The reported event was unable to implant. A complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. All tines were intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts.